Event description:
On (B)(6) 2013, the lay-user/patient contacted animas to report that her blood glucose was elevated around 300-400 mg/dl because she was not eating correctly the night before. Subsequently, she took insulin with the subject pump, using the ezbg feature, and suffered hypoglycemia. Her blood glucose bottomed out at 50 mg/dl. The patient reportedly was feeling very lightheaded and was falling around the room. Her friend and family were there to treat her with orange juice at the time of concern. She subsequently felt better. At the time of the call to animas, the patient was still using the subject pump. Her blood glucose was within limit insulin pump therapy. She was advised to not use the ezbg feature. The patient believed that the ezbg feature was not programmed correctly she received the replacement pump. The issue was resolved with training. This complaint is being reported due to use error and because the patient required assistance to treat her low blood glucose reading after she used the incorrect ezbg setting to base her insulin dose.

Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 05/08/2015 with the following findings: the black box contains dates from (B)(6) 2015 to (B)(6) 2015. Black box and histories for the event on (B)(6) 2013 have been overwritten. Available daily insulin delivery totals correctly reflected programmed basal rates. The pump passed delivery accuracy test and found to be delivering within the required specifications. Returned battery cap used for testing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.